Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Concomitant medical products: item number: 00885101236, item name: neutral liner, lot #: 62959788. Item number: 00877503602, item name: bioloxâ® delta, ceramic femoral head, lot #: 3159846. Item number: unknown, item name: unknown stem, lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02849. Reported event was confirmed by review of photographs of the explanted liner and pre-operative notes. Photograph of the explanted liner identified gouges on the liner's rim. Pre-operative records confirmed that the patient had recurring dislocation and was therefore being revised. Review of the device history records identified no deviations or anomalies during manufacturing. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient was revised approximately two years post-implantation due to recurrent dislocation. No additional patient consequences were reported. Attempts have been made and no further information has been provided.